Manufacturer narrative:
One used sample was returned for evaluation with lot number reported as unknown; the sample was received without its original packaging. No discrepancies were observed during the visual test. No leak was detected in the returned sample. No lot number was provided; therefore, device history record review could not be completed. Operator of device is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that he customer attempted to inflate the cuff at a pre-use check, but it did not. No patient injury was reported.